Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refw4392 showed twelve other similar product complaint(s) from this lot number.

Event description:
It was reported "when he went to flush the catheter it leaked at the hub through the purple plastic casing. The leaking was not where the catheter attaches, but through the molding of the hub itself, as if the plastic was compromised. The PICC was then taken out of the patient and replaced. No patient harm."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking luer connection was confirmed and the cause appeared to be manufacturing related. The product returned for evaluation was one 5fr d/l powerpicc catheter. Light usage residues were observed. A needleless injection cap was attached to the purple luer adapter. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; whoever, during pressurization, leakage was observed at the interface between the syringe and the purple luer adapter. Inspection of the purple luer adapter using an iso taper gauge revealed that the gauge could not be fully inserted into the luer orifice. Microscopic inspection of the purple luer adapter revealed a protrusion in the luer material within the orifice. The mold defect appeared to prevent firm attachment of the injection cap, as well as full insertion of the taper gauge. The molding defect observed within the luer orifice prevented firm attachment with the syringe and resulted in leakage at the interface between the catheter and the syringe. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. H3 other text: evaluation findings are in section h11.

Event description:
It was reported "when he went to flush the catheter it leaked at the hub through the purple plastic casing. The leaking was not where the catheter attaches, but through the molding of the hub itself, as if the plastic was compromised. The PICC was then taken out of the patient and replaced. No patient harm."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refw4392 showed twelve other similar product complaint(s) from this lot number.

Event description:
It was reported "when he went to flush the catheter it leaked at the hub through the purple plastic casing. The leaking was not where the catheter attaches, but through the molding of the hub itself, as if the plastic was compromised. The PICC was then taken out of the patient and replaced. No patient harm."